Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis noted that at incoming inspection no anomalies were found. A radiofrequency head was added, the touch screen was calibrated, the software was updated and the device was cleaned. It passed all final functional and systems tests. (B)(4).

Event description:
It was reported that the programmer was not working, that it was difficult to get electrocardiogram readings. It was further reported that different cables were tried and then the screen remained on an error message. The programmer was returned for service. No patient complications have been reported as a result of this event.